Event description:
Pt suffered skin exposure to liquid sterilant to her distal forearm. She was wearing goggles, latex gloves and a paper gown that was not liquid-proof. Area of contact approx. 1x2 cm plus itches. Saw doctor -no action taken.